Manufacturer narrative:
The surgical table was installed at the user facility in 2008 and is serviced and maintained by the user facility's biomedical department. A steris service technician arrived onsite to inspect the surgical table and was informed by user facility personnel the event occurred at the conclusion of a procedure as the table was being lowered. When the smoke was observed the table was unplugged and the patient was removed from the table. The steris service technician inspected the surgical table and found evidence of fluid intrusion in the table base interior. The fluid intrusion caused the electrical components to short subsequently causing the reported smoke. During the technician's inspection, he observed that no room temperature vulcanization (rtv) sealant was present on the table base covers. The technician stated that the absence of rtv sealant allowed fluid intrusion into the table base. The technician made repairs to the surgical table, tested the unit and confirmed the table to be operating properly. The technician returned the table to service and no additional issues have been reported. The steris service technician performed in-service training with the user facility's biomedical department on proper maintenance activities for the cmax surgical table. The operator manual states (pp. 5-11), "whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements."

Event description:
The user facility reported that during the conclusion of a patient procedure, smoke emitted from the surgical table's base. The patient was removed from the table and no injuries, procedure delays or cancellations were reported.